Event description:
Boston scientific crm received information that this right ventricular lead exhibited high impedance and threshold measurements. The lead was found to be dislodged as a result of twiddler's syndrome. As a result, this lead was surgically abandoned. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.